Event description:
Caller reported a leak on the additive cassette. The amount of leak is unknown. The leak occurred during delivery when injecting drugs into the additive pouch. They replaced the additive cassette without any incidents.